Event description:
During a mitral valve replacement, high impedance was encountered while mapping, preventing ablation. The impedance was lowered by repositioning the indifferent electrode from patient's hip area to the back allowing ablation to continue. Cardiac tamponade was noted and pericardial effusion and tap was performed. Patient is stable.

Manufacturer narrative:
Cardiac tamponade is a known adverse event as stated in the IFU.